Manufacturer narrative:
Other applicable components are: product ID: 9733467, version: 2.3. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system functioned as intended and passed a system checkout. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when loading exams, the system exited to a "no input" screen. They attempted to boot the system, however it was unable to boot and would stick on "no input detected". Troubleshooting was performed by reseating the digital visual interface (dvi) and the system then booted normally. There was no patient involved.